Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was treated by the paramedics due to a low blood glucose reading of 42 mg/dl. The customer only recalled waking up to a team of paramedics treating her. At the time of the call the insulin pump was alarming no delivery. Unable to conduct any testing as the insulin pump would not exit the rewind screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.